Event description:
It was reported the patient was implanted with a monarc sling to treat urinary incontinence. The patient experienced mental and physical pain and suffering, as well as permanent and debilitating injuries. The patient underwent non-specified medical treatment and hospitalization.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.